Event description:
It was reported that the patient received multiple appropriate shocks for ventricular fibrillation (vf). The patient had one episode that did not terminate on the first 5 defibrillation therapies programmed at 35 but terminated the arrhythmia on the 6th shock at 35 j. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.